Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing; the battery was able to provide power to a test controller with no anomalies observed. An internal inspection of the battery did not reveal any anomalies. Review of the available autologs report revealed one (1) power disconnect alarm logged on (B)(6) 2024 at 10:15:43 involving (B)(6). As a result, the reported event was confirmed; however, the cause of the alarm could not be determined since raw log files were not available for analysis. The associated battery was lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the power disconnect alarm may be attributed, but not limited, to a communication error and/or a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: ddpb3d1 ICD implanted (B)(6) 2024, biotronik lead implanted (B)(6) 2017, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed a power disconnect alarm indicative of communication error with power source. The battery will be replaced. No patient complications have been reported as a result of this event.